Event description:
During the inspire implant procedure, while using a boston scientific sc-4254-35cm tunneler, the patient experienced bleeding between the chest and neck incision. Physician located the bleeding, cauterized, and stopped the bleed. This resolved the issue.